Manufacturer narrative:
An event regarding dislocation involving an unknown insert was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on september 15, 2008 a revision of a right total hip arthroplasty was performed for which a brief, handwritten operative note describes a posterior incision. The findings were "hip dislocates posteriorly, acetabulum fixed, femur well-fixed but metaphysis clinically not united to bone". The acetabular liner was removed and a 40 x3 poly insert and a 40/plus-4 head were applied with uncomplicated surgery noted.¿ ¿review of this additional information confirms the conclusions of my earlier report. The stem fractured at the junction of the proximal loose portion where it met the distally fixed portion resulting in cyclic loading in varus subsequently leading to fatigue failure initiated at the lateral side. This was confirmed by the previously reviewed material analysis report of may 13, 2010, which also noted, "no material or manufacturing defects were observed."¿ -product history review: a review of the product history records could not be performed as the device was not properly identified. -complaint history review: a complaint history review could not be performed as a complaint history review could not be performed as the device was not properly identified. Conclusions: the reported event for dislocation was confirmed by the medical review. It was noted by the clinician, ¿the findings were "hip dislocates posteriorly, acetabulum fixed, femur well-fixed but metaphysis clinically not united to bone".¿ the liner and head were explanted during this surgery.

Event description:
Per medical review: ¿on september 15, 2008 a revision of a right total hip arthroplasty was performed for which a brief, handwritten operative note describes a posterior incision. The findings were "hip dislocates posteriorly, acetabulum fixed, femur well-fixed but metaphysis clinically not united to bone". The acetabular liner was removed and a 40 x3 poly insert and a 40/plus-4 head were applied with uncomplicated surgery noted.¿

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per medical review: ¿on (B)(6) 2008 a revision of a right total hip arthroplasty was performed for which a brief, handwritten operative note describes a posterior incision. The findings were "hip dislocates posteriorly, acetabulum fixed, femur well-fixed but metaphysis clinically not united to bone". The acetabular liner was removed and a 40 x3 poly insert and a 40/plus-4 head were applied with uncomplicated surgery noted¿.